Event description:
It was reported to philips that the device experienced a therapy test failure. There was no report of patient involvement. The customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. A replacement capacitor was ordered to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.